Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/24/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: how many devices demonstrated the alleged deficiency? Were there any patient consequences? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). There is no patient consequences. Doctor using different batch number vp2347 and complete the procedure. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an abdominal laparotomy procedure on (B)(6) 2025 and suture was used. Doctor reported using vicryl for abdominal laparotomy and the sutures have been utilized for closing facia and doctor reported sutures were broken while knotting. There were no patient consequences reported. Additional information was requested.